Event description:
It was reported that an external medical technician consultant has found a problem with increasing pressure and the error message "pressure too high" was displayed. There was no harm for patient, operator or third party reported. This was noticed during the testing of the external technician. There was no patient involvement. No further information received. Update dw 27-may-2024: further information were provided that the issue occurred during an arthroscopic hip surgery on (B)(6) 2024. It was further reported that the surgery could be finished successfully with a change of the pump and tubes. No additional surgery is planned however the patient experienced severe pain for a period of three days following her surgical procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling.